Event description:
The customer called and reported the insulin pump gave several alarms, including multiple no delivery alarms. Upon changing the battery, an unexpected restart alarm occurred. Troubleshooting was performed. The insulin pump was not stored or not in use for an extended period of time. Customer's blood glucose was 203 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis. Troubleshooting was declined for no delivery alarms.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected external ram crc error or unexpected restart error alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.